Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: a review of the pump¿s black box revealed that the pump was ¿out of box.¿ there was no evidence of a short battery life. The pump powered on with the returned battery cap to a blank display. Within three minutes, the pump alarms with an audible tone and vibration alert per normal operation. The battery cap was able to fully tighten. The battery compartment was found to be intact. The pump case was removed and the display screen was found to be damaged. A test display was installed and it was fully functional and fully illuminated. The battery life was unable to be adequately investigated due to a damaged and blank display.